Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was a short on the 12v and 5.4v lines. A shorted c620, u1004, u1005, u600, q600 and f600 components on the computer/analog board. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor will not power up.